Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor went haywire and providing wrong readings. The customer's blood glucose level at the time of incident was 110mg/dl. No further information provided. The customer was advised to return sensor for analysis.